Event description:
A pump refill was to be done (B)(6) 2012 but it looked like the incision wasn't healing properly so the patient was admitted to the hospital. A pump pocket infection was suspected. Cultures were obtained and the following day the hcp replaced the pump. The existing catheter was thought to be encapsulated so a portion of the catheter was removed and reconnected to the new pump. It was unclear if the catheter had been cleared of all drug. It was also noted that pharmacy could not locate the drug the day of surgery (saturday) so pfns (preservative free normal saline) was placed in the new pump and the patient was put on a pca. The pump had delivered morphine 50mg/ml, bupivicaine 30mg/ml, now delivered saline. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Event description:
The date of onset of infection was (B)(6) 2012. The patient's symptoms included redness, swelling, and pain. P erioperative and intravenous (IV) antibiotics were administered. The pump was explanted and sent to pathology. A culture was obtained from the device pocket and it contained (B)(6). The patient did not experience withdrawal and the infection resolved. The patient had a history of decubitus ulcers.

Manufacturer narrative:
Catheter 8709, lot # l66210, implanted: (B)(6) 1999, explanted:unknown; 8575, lot # n0045520, implanted: (B)(6) 2005, explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).